Event description:
Additional information was received and states that on return inspection the instrument broke, the end which protrudes snapped. It also states that the fragment was not located within the loan set.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "[snapped end. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available]" the product was not returned to depuy synthes, however photos were provided for review. See attachment ((B)(4)). The photo investigation did not reveal any evidence to confirm the broken condition of the device 223600004, apg+ sizer pin guide 52+0. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the device 223600004, apg+ sizer pin guide 52+0 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported, that snapped end. The product damage documented in this pc has been identified, during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure or patient details available. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed, that the apg+ sizer pin guide 52+0 was found broken from the post. Also, it was observed, with signs of normal use. However, taking in consideration the age of the device 5 years. The potential cause can be attributed to end of life. The observed, condition was identified, as an end of life indicator. Damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use. The device must be properly inspected, prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions and inspection procedures. A dimensional inspection was not performed, as it is not applicable to the complaint condition. A functional test was unable to be performed, due to post manufacturing damage. The overall complaint was confirmed. As the observed, condition of the apg+ sizer pin guide 52+0 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life. And it has been determined, that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # : (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: according to the information received, "[snapped end. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available]". The product was not returned to depuy synthes, however photos were provided for review. (B)(4). The photo investigation did not reveal any evidence to confirm the broken condition of the device 223600004, apg+ sizer pin guide 52+0. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the device 223600004, apg+ sizer pin guide 52+0 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot:the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that one of the pegs snapped off of the guide. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision). Required: unknown. Is the patient part of a clinical study? Unknown. (B)(4). Device property of: none. Device in possession of:none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.